Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) lead and atrial lead presented with dislodgement. The right ventricular (rv) lead also had intermittent capture. Both leads were explanted in a procedure on (B)(6) 2024. During the procedure it was noted the leads were tightly wrapped around each other due to twiddlers syndrome. Post-procedure the patient status was stable.